Event description:
While on the line with technical support, pt discovered that the device display was missing segments in the 1's column. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.